Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Elens m, colle a. Onyx® embolisation. European journal of vascular and endovascular surgery: the official journal of the european society for vascular surgery. February 2021. Doi:10.1016/j.ejvs.2021.01.011. The patient underwent embolization of a ruptured lumbar artery pseudo-aneurysm with coils and onyx 18 . It was reported that the patient complained of claudication in their right leg immediately following procedure. Computed tomography angiography revealed two hyperdense masses in the right common femoral artery, a small proximal piece embedded in a small collateral, and a larger fragment at the femoral bifurcation, responsible for near occlusion. Exploration of the vessel revealed two embolized pieces of onyx. The fragments were removed and patch plasty of the common femoral artery was performed. The patient recovered fully following the procedure.

Event description:
Additional information received reported that the embolization was due to the procedure and not to a malfunction of the onyx itself.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.